Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the snare wouldn't conduct cautery. The cords and machines were changed and the grounding pad was checked and replaced. Due to a tight close the snare was embedded in the tissue, and couldn't be removed. They then cut the snare by the biopsy cap and pulled the scope out. They introduced the scope and new snare, cut below the taught snare and pulled the polyp and snare out. The procedure was completed with another captivator ii. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.